Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 300 mg/dl. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.